Event description:
The airfit f10 CPAP mask was defective according to a conversation I had with the MFR. The dme provider, (B)(6), was supposed to return the defective medical equipment to the MFR (resmed (B)(4)) and reissue a properly functioning mask/headgear. (B)(6) would not take back the malfunctioning medical equipment for over 6 weeks. (B)(6) only took back the mask/headgear after resmed was called and I pushed the FDA regulations regarding malfunctioning medical equipment. The malfunctioning equipment wasn't returned to the MFR nor was a report made. I was without a properly functioning CPAP mask for over 2 months. This is very harmful to a pt with severe sleep apnea's health. I started having problems with this mask in (B)(6) 2015 and the malfunctioning one wasn't replaced until (B)(6) 2015. The headgear stretches out within 1-2 months (supposed to last 6 months) to the point that the face mask will not stay on the pt's face and comes off while the pt is sleeping. The sleep doctor said to "make tucks using the sewing machine" and pulled more than 2 inches of excess fabric on each side of the headgear. The round section of the headgear which was designed to fit on the occiput of the head was so big that it was over the forehead. Air leaked out from around the cushion from the time it was issued.